Event description:
The caller reports that the customer felt hyperglycemic. She attempted to test on the accu-chek advantage meter and rec'd zeros on the display. The customer's family gave the customer food to eat and he was transported to the hosp. The customer's blood glucose was 350 mg/dl on the professional meter and he was treated with "novaline". The customer was admitted to the hosp for several days. New sys sent and return requested.